Event description:
It was reported by the rep that the device was used during a laparascopic nissen procedure. It was reported that two- 355 ld trocars outer gaskets tore. New trocars were opened to complete the case. There was no consequence to the pt.